Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for longer periods of time. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg will not be returned due to facility policy.